Event description:
In 2002, the co received a call from a customer that their ceiling mounted microscope fell from the ceiling. It was initially reported that no one was injured. Subsequent reports indicated that no one was injured. Subsequent reports indicated that it had fallen on a pt's shoulder and that pt had developed a bruise. The pt refused any medical attention. An on-site technical evaluation 4 days later found that the column had been improperly installed in its clamp. Mechanical markings indicated that column had been engaged into the clamp only about 1.5". The design and installation instructions indicate that the column be fully engaged in the clamp at 3". Examination of a second system at the customer's site revealed that it to had been improperly installed in the same manner. Both systems were then reinstalled properly into the clamps.